Event description:
A group of discordant, falsely elevated chloride results was obtained on patient samples. The results were reported to the physician. The samples were re-run on an alternate dimension instrument when the trend was recognized within the laboratory and lower results were obtained. Corrected reports were issued. It is not known if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated chloride results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated chloride results was an imt module malfunction. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed proper instrument repairs including adjusting the pump rate, changing the monopump x-seal and cleaning the pogo pins. The instrument is now performing within specifications. No further evaluation of the device is required